Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be taken at a later date to address the issue.